Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse infection event, no device malfunction was reported against the pump. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to the patient¿s outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. In this case, the previously reported contact dermititis at the site may have contributed to the event. There are patient factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had undergone another surgical debridement procedure in 2017 but now needed continuous irrigation around the pump. Blood cultures are reported to be continuously positive for multi-drug resistant pseudomonas aeruginosa. No further patient complications have been reported as a result of this event.

Event description:
Updated narrative: additional information indicates that the patient was subsequently treated with surgical debridement of the driveline. The patient is a participant in the (B)(6)bridge to transplant trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated narrative: it was further reported that the patient¿s driveline infection continued to worsen with the continued use of antibiotics. The site indicated that the infection remained unresolved and that they were considering pump exchange.

Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. In this case, the previously reported contact dermititis at the site may have contributed to the event. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient developed a fever while in a rehabilitation facility. Cultures of the driveline (dl) exit site proved to be positive for pseudomonas. The patient was started on maxipime on (B)(6) 2017. By the next day, the patient had also developed epigastric pain and her antibiotic was changed to meropenem (until (B)(6) 2017) and vancomycin (until (B)(6) 2017) with resolution of her fever. She then developed a recurrence of her fever on (B)(6) 2017 and was re-started on meropenem and vancomycin and subsequently became afebrile. It appears that the patient was discharged from her rehabilitation facility on (B)(6) 2017. The event is reported to have been unresolved. The site reported that the fever was without obvious source; but that the pseudomonas detected at the site of the dl could not be excluded. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: it was further reported that the patient expired as a result of the chronic driveline infection.